Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse initially called to report the customer has had sensor reading discrepancies with multiple sensors. During the call, it was reported that the customer had low blood glucose of 28 mg/dl the night before and due to all the issued, she was not using a sensor to alert her. She treated with juice. They declined troubleshooting for low blood glucose.